Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on the date of the report, her receiver displayed "???" In the icon status box for over an hour. She reported that while in the hospital for a non-dexcom related issue, the doctor tested her blood glucose level because of the low readings. The dexcom cgm was performing accurately, and the doctor administered glucose and blood glucose levels went from low 40s mg/dl to 219 mg/dl in about 10 minutes. The patient reports this caused the g4 to display "???" And an hour glass for over an hour.